Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The light guide lens was chipped. Adhesive around the light guide and object lens was worn. The distal end adhesive was lifted. The insertion section was kinked and bucked. Grip and lever of the device were stained. Control section(casing, side cover, angle side cover) was stained. Biopsy port was loosened. The switch was worn and stained. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied stress for the device. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the instrument channel port was loose. The user canceled using the device. This phenomenon did not affect the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.